Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer's blood glucose reading was 125 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners. The pump gave an alarm during the prime test and gave a motor error alarm during the basic occlusion test due to moisture damage noted on the force sensor. The motor was tested, and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.